Manufacturer narrative:
(B)(4). Batch number ==> r5825k. Investigation summary ==> the analysis found that one pve35 device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. After further evaluation it was noted that there was damage on the cartridge pan surface. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: the surgeon felt uncomfortable feeling like something was caught at closing

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard when the device clamped the target tissue at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.